Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2012. The patient was asymptomatic on review but was noted to have mesh exposure. Two areas were seen along the previous incision on the posterior vaginal wall and removed on (B)(6) 2013. No further exposure seen since excision. Additional information was requested.